Manufacturer narrative:
(B)(4).

Event description:
It was reported that during start of ventilation of the pt, the ventilator did not deliver tidal volumes. The pt's saturation started dropping. The pt was bagged and the ventilator was exchanged with another ventilator. The pt's saturation got back to normal. (B)(4).